Event description:
Customer reported no delivery alarms on his insulin pump. He stated the past three days he has received forty no delivery alarms. He has replaced his battery, infusion set, and reservoirs to resolve the alarms but the device keeps alarming no delivery. He has exhausted all remedies. Troubleshooting found no anomalies. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's blood glucose was 258 mg/dl. He tried treating with the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No excessive, no delivery alarm noted. Insulin pump received with cracked reservoir tube lip.